Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-23708. It was reported that patient has high impedances on 6 out of the 8 contacts on one of their scs leads. In turn, the patient may undergo surgical intervention to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
It was reported to abbott that the patient's right lead has high impedance on 6 out of the 8 contacts. Patient was unable to receive sufficient coverage for target pain areas from a reprogramming. Rep provided a diagnostic report, which is attached to the record. The patient's right lead was previously plugged into the wrong port, and shows as left lead on the report. Rep spoke with the patient on 12 aug 2020 and the patient has changed their mind about surgery and is going to hold off for now. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.